Manufacturer narrative:
Locking mechanism.

Event description:
It was reported by service report that the left siderail will not lock in the highest position. No adverse consequences have been reported.